Event description:
It was reported that the right ventricular lead exhibited noise during a merlin.net transmission. The noise was not reproducible with isometrics or pocket manipulation. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.